Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision, asr xl - right hip, reason(s) for revision: alval / soft tissue reaction. (B)(6) 2012 update: added stem and sleeve and attached form 57. Update: surgeon added from (B)(6) sheet of revisions received (B)(6) 2012 from (B)(6). Update (B)(6) 2015 - notification received from (B)(6) hcp via (B)(6) of a deceased asr patient. The patient was previously revised of the asr implants and date of death is (B)(6) 2012. Added patient name and patient date of birth. Patient name- (B)(6), patient date of birth - (B)(6).

Event description:
Asr revision.asr xl - right hip.reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.